Manufacturer narrative:
Correction to section d6b - date of explant: date of explant was not included in initial report. This report includes the date of explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2021 because the ipg was inoperable. The patient did not recall when they lost therapy. Stimulation therapy was reportedly restored postoperatively.